Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. An exception was noted in the DHR and although it does not establish a relationship with the harm reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2024 a right lower lung resection/lobectomy with a coolseal trinity procedure was performed and the surgeon went to seal the pulmonary artery, locked jaws, and sealed using the triple seal technique before cutting. The doctor had complete seal tones but shortly after the pulmonary artery bled and the surgeon could not get the bleeding under control. The doctor had to immediately open the patient up and finish the case with other modalities. The patient didn't require any additional medication. No additional information available.